Manufacturer narrative:
Investigation showed that the complaint is correct. Vitrectome was defective and resulted in creation of air bubbles, considering air bubbles inside the eye which will lead to infection, so concluded as reportable. (B)(4). All available information has been provided. This complaint is confirmed. This complaint has now been closed.

Event description:
A report has been received of an event occurring in (B)(6). It was learned the vitrectome was defective as it contained air bubbles. There is no further information.